Event description:
It was reported by the customer that there is a charging issue associated with the pump and the unit will not charge. The agilia pump was received with the associated power cord and an investigation was conducted that verified the unit will not charge as the customer reported. The reason for not charging was due to a loose solder connection between the ac input jack and the board. Re-soldering between the two pieces was performed. Quality control testing was performed with passing results. The pump is now functioning as intended and it was released for further use.